Event description:
During a retroactive review of past treatment events for potential adverse events, conducted as a CAPA in response to a recent FDA inspection, a reportable adverse event was discovered. The neighbour of a (B)(6) female patient contacted a zoll patient service representative (psr) to report that the patient had been taken by ambulance to the hospital. The psr reported to zoll customer support that the patient passed away. A review of the event indicates that the patient was appropriately treated while in vf at 13:11:19. The post shock rhythm was an idioventricular rhythm at 60 bpm with pacer spikes. A second treatment was delivered at 13:16:04. The patient was in vt at 160 bpm and the post shock rhythm was an idioventricular rhythm at 60 bpm with pacer spikes. At 13:28:29 the device detected and alarmed for asystole. A third treatment was delivered at 13:50:30. The rhythm at the time of the treatment was asystole with artifact. The post shock rhythm was asystole with pacer spikes. Asystole was again detected at 14:03:36. At 14:04:52 the electrode belt was disconnected. The belt was reconnected at 14:27:23 and a fourth treatment was delivered at 14:30:31. The patient was in vf at the time of the treatment and the post shock rhythm was CPR artifact with pacer spikes. The belt was disconnect a final time at 14:31:19. Artifact contributed to the false detection. The response buttons were not pressed during the entire event. No deficiencies were alleged against the lifevest. Asystole is considered a non-shockable rhythm.

Manufacturer narrative:
Device evaluation of monitor sn (B)(4) and belt sn (B)(4)was completed. The monitor and belt were fully functional and able to detect and treat a patient. Monitor sn (B)(4): 08/2012. Electrode belt sn (B)(4): 08/2013.